Event description:
Reportedly, a pt sustained an injury to the corner of the mouth following a tonsillectomy and adenoidectomy procedure. Seriousness of injury is unk, and current pt condition is unk.

Manufacturer narrative:
The device has not been returned as of 9-13. The user facility reports that the procedure was normal, and that towards the end of the case, the surgeon noticed that one corner of the pt's mouth was burned, and that possibly the other corner had a minor burn as well. At that time, the surgeon noticed the shaft of the device tip was warm to the touch. The user facility investigated the electrosurgical generator and reusable handle in use, and found no problems. The user facility investigated the disposable tip, and found that the surface of the shaft reached a temperature of 130 degrees f after 20 seconds of activation. The user facility will not return the device, but will allow a company rep to review the equipment at their facility. Add'l info / details about the procedure and pt have been requested, but so far have not been provided.